Event description:
The customer reported that during a volume verification, summit sample handler did not pipette sample and/or reagent in well position d2 and did not give an error message. An ortho field svc engineer was dispatched and could not duplicate the event. Field svc engineer replaced old plunger clamps, performed volume verification, and the unit passed. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-03395-07.